Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient called to report that they were injected in the lips with a half of syringe of juvéderm voluma® xc. The patient started experiencing that their lips were 4 times the size. They also noticed that there could be a pocket of infection because a section of the lip is changing color. The patient reported that they are having an autoimmune response and their joints are red from taking the antibiotics and steroids. The patient had 3 rounds of hylenex which only helped temporarily. Patient also had 2 packs of prednisone. The patient started doxycycline later last month. The patient takes benadryl every four hours and take prilosec. Symptoms are ongoing.